Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified one linear opening, nick, void >1 mm in non-textured, wear abrasion yellow particles in device inner surface and fold creases. A microscopic analysis and leak test were performed which identified one curved opening striated and nick striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Device has been explanted.